Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. The customer troubleshot with technical support and during troubleshooting the ventilator generated a watchdog test failed error code. The customer stated that the issue was resolved by replacing the air flow sensor assembly.

Event description:
It was reported that the ventilator was failing performance verification test (pvt) for flow testing. No patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Additional information: device evaluation (conclusion code). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.